Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that a sales representative reported noise that was inhibiting pacing on this lead. Standard techniques were used to provoke the noise (isometrics, palpating device, etc.), but no noise could be replicated.